Event description:
It was reported to a physio-control service representative that the customer's device turned off twice by itself while it was used to resuscitate a patient. The user turned the device back on within approximately 5 seconds each time and after the 2nd time it was turned back on, the device functioned normally. There was patient use associated with the reported event, however there was no adverse patient outcome reported. The patient was reported to have been transported to a hospital with a pulse after having received medication.

Manufacturer narrative:
Physio-control evaluated the device but could not reproduce the reported failure. The battery that was returned with the device was installed in the device. The device's readiness display did not show ok, had an empty battery symbol, an alert sounded and the 'replace battery' prompt was displayed. A test battery was used for further testing. It was observed that the device would charge and shock defibrillation energy. Proper device operation was observed through functional and performance testing. Extra testing was done by creating 3 test patient records a day for more than 1 week. The device remained powered on for each record without shutting off unexpectedly. An internal inspection of the device was performed with no discrepancies observed. The original battery was evaluated and it was observed that the battery had 1 flashing led in the battery fuel gauge indicator, indicating that the battery charge level was very low. The battery had a first install date of (B)(4) 2012. It was observed that 8 shocks were delivered with it and that it had 8 hours of on-time in 60 weeks of usage. This battery usage does not fully explain the complete depletion of the battery's internal cells, but it could not be conclusively determined why the battery's internal cells became depleted. A cause of the reported failure could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Evaluation codes: through an evaluation of the electronic device data, it was verified that the reported issue did occur. After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.